Event description:
Allegedly, the patient underwent bilateral total knee replacement on (B)(6) 2014 at (B)(6). On (B)(6) 2014, the patients c-reactive protein (CPR) level was recorded as high as 234mg/l. On (B)(6) 2018, the patients CPR level was recorded as 284mg/l. Surgeon advised that the patient would require 2 surgeries, or life-long antibiotics in order to treat the condition. (B)(6).